Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received in with a protruded/loose drive support disk. Cracks on the display window, battery tube threads and reservoir tube was also noted.

Event description:
It was reported that the customer's insulin pump has cracks in the case. It was stated that the cracks are seen on the motor support cap. No further information was provided.